Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the fenestrated bipolar forceps instrument sparked inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow up and obtained the following additional/updated information: there was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. No product issue was identified. The instrument was placed and driven on an in-house system showing 9 lives. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test multiple times. The instrument passed the continuity test. The instrument was fully functional. During the visual inspection there was no physical damage found on the electrical conductor wires. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.